Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Corrected data: d2b.

Event description:
It was reported that during a gastric sleeve procedure, everything appeared to be hemostatic. Postoperatively, the patient had fluctuating hemoglobin levels, representing a potential bleed. It is unclear if the source was related to the stapler. No further information provided.

Manufacturer narrative:
(B)(4). Date sent 1/13/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Was the site of the bleeding identified how was the bleeding addressed? What was the medical or surgical intervention that occurred? Was the post op patient care altered in any way due to the issue of the device? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? - unsure. How many days postoperative wnothe bleeding identified? - I believe within 24 hours what was the total estimated blood loss (ml)?- unsure. Was a transfusion required? - no. How was the bleeding addressed?- unsure. What was the pre and postoperative anti-coagulant and pain management protocol?- unsure. Was the bleeding intraluminal or extraluminal?- unsure required. Did the patient receive any preoperative chemotherapy or radiation?- not that I am aware of were the staples the appropriate b-shape form?- yes any clips, clamps, or graspers near the area where the device was being fired?- no please provide a timeline of events. Was the site of the bleeding identified- no. How was the bleeding addressed? Unsure. What was the medical or surgical intervention that occurred? Required more post op care was the post op patient care altered in any way due to the issue of the device? Unsure if it was from device directly or from the something else within the surgery because they did, they not have to re operate. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? - potentially, but hard to say because they didn't have to re operate.